Event description:
It was reported that the patient had no stimulation sensation. It was noted that since (B)(6) 2013 the stimulation had been turning on and off. It was noted that the patient was able to see the lightning bolt was still there but the patient did not feel stimulation. It was noted that the patient had stimulation at 9 volts earlier and now it was at 7 volts and the patient continued to feel no stimulation. It was noted that it did not matter what position was in. It was noted that it had happened twice. It was noted that there was no falls or trauma. It was noted that the last session was (B)(6) 2013 and reported that 55% was used. It was noted that with palpation and moving around the patient continued to feel no stimulation. It was noted that the impedance assessment was normal. It was noted that the implantable neurostimulator (ins) battery was at 2.940 volts. Additional information received reported that the patient had no stimulation sensation. It was noted that the patient had been seen today. It was noted that the patient laid on their back and the amplitude was increased to 10.5 volts and the patient felt no stimulation. It was noted that about 2 weeks ago the patient had reported intermittent stimulation, and reported that they had seen a manufacturer representative at the time. It was noted that now the patient had no stimulation. It was noted that there were no fall, trauma, or impedance issues. It was noted that an x-ray was done from the lead, extension and ins and all looked connected. It was noted that there were no messages when interrogating. Additional information received reported that the physician planned to send the patient to neurosurgery for a lead revision in the near future. Additional information received reported that multiple impedance checks and all came to show that there was no out of range impedances. It was noted that some quick x-rays were taken which did not show anything right off the top. It was noted that all found of the contacts on the lead were tried to see if it was a programming issue and that did not help. It was noted that they were not able to determine a cause of the issue. It was noted that the patient had another appointment with the managing doctor on (B)(6) 2014. It was noted that the stimulator was turned off on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 7 48940, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3587a, lot# l36694, implanted: (B)(6) 1996, product type: lead. (B)(4).